Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for ergolift, we haven't found any other similar cases where the patient sustained serious injury due to incorrect use of the device with no malfunction in a device. We find this complaint as a single event. The device was inspected by an arjohuntleigh representative at the customer site and found to be to its specification - no malfunction was found. The device was being used for a patient handling and in that way contributed to the reported event. The received information showed that after the transfer of the resident with ergolift, 2 caregivers noticed blood on the resident's right foot. After the assessment of the resident it appeared that the resident sustained laceration. In accordance to the resident "lift made contact with right shin transfer". Device examination performed after the reported event showed that condition of a device was poor, however it was reported by the service technician that there were no sharp edges or broken cover that could have caused or contributed to the reported injury. Additionally according to the customer the resident's legs were contracted and she hit the actuator. It is unknown what was the exact cause of the sustained injury. Please note that operating and product care instructions (001-00133-en_rev0 from march 2009) that is provided with each device, informs about correct use of the device. IFU's section 'using the ergolift 600' informs how to correctly attach sling and position a resident in it. Please note that the involved ergolift is assembled with a two-point spreader bar that can be used only with a loop sling. Instruction shows also 3 possible methods for transferring a patient. All of them concerns resident's position with a legs free-hanging from a sling. Only in the presented methods, the resident can be lifted and transferred with a passive lift. The interview of the resident showed that non-arjo sling was being used, however details of it were not provided. During arjohuntleigh's representative visit, the physiotherapist communicated with psws who were performing the transfer as per recommendations, that the resident must be assisted with a mechanical lift and full sling as resident's leg remained extended due to poor hip knee mobility: "psw staff must be aware of maintaining safety of both lower extremity while transferring; risk of touching both legs to either lift carry bar or residents own wheel chair. Mechanical lift transfer education would help". From the above evaluation we conclude that the reported event was caused by the user error: the resident being incorrectly positioned on a device due to her condition -which may have resulted in sudden contact with the lift device. Please note that ergolift 600 has been designed in accordance to iso 10535:2006 requirements. In accordance to it, device passed the following requirement regarding sharp edges: "unless required for a specific function of the hoist, all accessible edges, corners and surfaces shall be smooth and have no burrs or sharp edges. All projections shall be avoided or fitted with adequate protection to prevent damage or injury". There are no extruding parts on the device that appear likely to cause the described harm. As no malfunction was found with the device, it appears most likely that injury was caused due to misuse.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
When two personal support workers were transferring resident from bed to wheel chair, have noticed blood on right foot of the resident. They have applied cold compress. Nurse found 8cm laceration with moderate bleeding and moderate pain. No other skin tears. Resident claims machine hit right shin during transfer. The resident was transported to the hospital to have his wound stitched.